Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Additionally, the pump touch screen was reported difficult to see, and delayed in responding to presses. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. The customer reverted to a backup insulin pump.